Event description:
It was reported, the single use electrosurgical knife tip of the hook was broken. Another device was used and the same phenomenon occurred again. The issue occurred during endoscopic submucosal dissection procedure. The tip was not recovered. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the hook part of the incision knife was broken off. A device history report (DHR) revealed the lot number of the subject had no abnormalities detected in the DHR for the following items which related to the reported phenomenon. Process inspection sheet. Quality inspection sheet.nonconforming product report. This issue is addressed in the instructions for use (IFU): during treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. Do not activate output if floating from the tissue to be incised without aspirating mucus or other liquid, or if the contact length between the tissue and the cutting knife is too short, spark discharge is likely to occur, which may break the cutting knife. Do not activate output if the debris or tissue is attached to the cutting knife. If the debris or tissue is still attached to the cutting knife, withdraw this electrosurgical knife from the endoscope for wiping the debris or tissue away with lint-free cloths. Be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation: cut, pulse cut: forced coagulation. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.